Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return. Given that surgical intervention was required to alleviate the pericardial fluid within three days of implant of the device it is not possible to disassociate that the reported event of pericardial effusion from the surgery. Clinical factors that may have contributed to the reported event cannot be conclusively determined; however, they may be related to the patient's history of chronic heart failure. There are patient and procedural factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support.

Event description:
A report was received from the clinical database that a patient experienced post-operative bleeding from the lower aspect of his sternal incision when he coughed. This occurred after his mediastinal chest tubes had been removed. A transthoracic echocardiogram (tte) on (B)(6) 2016 revealed a moderate pericardial effusion near the right ventricle (rv). The patient returned to the operating room (due to concerns about an increased risk for infection) on (B)(6) 2016 for re-exploration and wash-out. Intraoperatively, the team noted a small amount of old fibrinous clot which was evacuated. The wound was irrigated with antibiotics followed by irrisept and the placement of two mediastinal chest tubes. The next day on (B)(6) 2016, the patient had a self-terminating ventricular tachycardia event that was witnessed by the bedside nurse. The patient was noted to have a mean arterial pressure of 55 mmhg at that time with decreased hvad flows. The patient was treated with magnesium sulfate, norepinephrine and plasmalyte. A decreased serum calcium was treated with intravenous calcium chloride. The chest tubes were removed on (B)(6) 2016. A repeat tee on (B)(6) 2016 revealed a trivial pericardial effusion on his date of discharge. The event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that this event was related to the patient's condition and hvad procedure and unrelated to the hvad system. The ventricular tachycardia event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that this event was related to the patient's condition and unrelated to the hvad system or procedure.